Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) lead was dislodged associated with high pacing threshold. The physician had confirmed the dislodgement via x-ray. Hence, the physician decided to explant the rv lead and a new lead was replaced. The patient was stable throughout the procedure.